Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
A pt reported blood glucose results of " 18.0 mmol/l, 9.0 mmol/l, and 5.0 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter and control solution were replaced.